Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2010. Explanted: (B)(6) 2011.

Event description:
It was reported that patient experienced increased spasticity. Catheter migration was noted on the x-ray. On (B)(6) 2011, the dose rate was increased. It was also added that patient complained of discomfort and pain at pump site and a surgical repositioning of the pump and catheter replacement was done on (B)(6) 2011. Patient outcome was noted as resolved without sequel. Drug delivered via the device was baclofen 1000mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).